Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt stated she does not have a current managing hcp and the machine has been "out" for 2 years. Pt clarified the machine has not been working for 2 years. Pt reported seeing a "doctor face" and a call dr message. Pt could not verify the code on the screen. Pt stated that she has a "big ball" in her spine where the lead wires are and it hurts her a lot. Pss suggested that she have an hcp check the ins leads. The patient was redirected to their healthcare provider to further address the issue. Physician listings were sent.